Event description:
It was reported to hill-rom that the screws that hold the handles will not stay in because the holes are stripped. No patient impact.

Manufacturer narrative:
Both mast and arm handle screws has been replaced in order to resolve issue. According to the preventative maintenance schedule the handles/armrest should be checked once a year.